Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) year-old female child patient experienced bent cannula issue. She had high blood glucose level which they tried to treat with a bolus via the pump, but the corrections were unsuccessful. The infusion set had been used for ten hours. On (B)(6) 2021, she was taken to the emergency room, as her blood glucose level was in 1500s mg/dl. During hospitalization, she was administered fluids of saline and insulin, additional medicines plus insulin drip and an unspecified medication intravenously (drug name unknown) which resolved the issue. Currently, the patient was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.